Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the lad. The sponsor identified potential mi. Sponsor assessed as not related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.